Manufacturer narrative:
The device referenced in this report was not returned to olympus for physical evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. An olympus endoscopic support specialist (ess) did perform troubleshooting with the customer in response to this report. The customer mentioned their medivator washer broke down and was stuck in a high level disinfection cycle with the scope in it. They were unable to remove the scope over time until a medivator rep was able to arrive on site to resolve the issue. The ess recommended performing an extended soak on the scope and sent an email with details of the process to the customer. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of an ultrasonic gastrovideoscope, discoloration was noted. There was no patient contact/impact related tp this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following factors are considered from the information obtained. -cleaning described in the instruction manual was not correctly and adequately performed. -cleaning of the device was performed with cleaning methods that are not described in the instruction manual. From the above, it is highly probable that the phenomenon was caused by user mishandling. The following statements are included in the instructions for use: "all channels of the endoscope, including the balloon channels, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope."